Event description:
It was reported that stent damage occurred. The 92% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery. A 3.00 x 28mm synergy ii drug-eluting stent was advanced for treatment but the stent could not cross the lesion. However, upon withdrawal, the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported, and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. : synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis with stent detached from delivery balloon. An examination (visual and via scope) of the crimped stent found a strut lifted on the 5th row from the proximal markerband. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 92% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery . A 3.00 x 28mm synergy ii drug eluting stent was advanced for treatment but the stent could not cross the lesion. However, upon withdrawal, the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported and patient's status was stable.